Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a catalyft cage used in anterior lumbar interbody fusion at levels l4¿5. It was reported that during imaging check up, the physician found out that the cage had collapsed and migrated posteriorly, three months post-operatively. The patient was asymptomatic at the event. A revision surgery, alif l4-5 and removal of catalyft cage was performed. There were no further complications reported regarding the event. Additional information received that the cage was implanted in a procedure of tlif(transforaminal lumbar interbody fusion.) And alif( anterior lumbar interbody fusion at levels l4¿5 was the revision surgery. The malfunction was observed through imaging by the physician just before the revision surgery during patient's three month follow-up. The cage was explanted during the revision performed.